Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced decreased vision. Hence the lens was explanted in a secondary procedure and replaced with another lens. The clinical reason for explant was mechanical complication. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).